Manufacturer narrative:
Evaluation summary: customer reported that the shunt touched to the iris after the surgery; the shunt has remained in the eye. No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The sample was not returned as it has remained in the patient's eye. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. Previous similar complaints report that such an event is transient, does not cause harm to the patient and, as is in this case - the shunt has remained in the eye. Because a sample was not returned, the root cause cannot be determined. Additional information has been requested. (B)(4).

Event description:
A customer reported following a glaucoma filtration device implant procedure, the device touched to the cornea and iris. The device remains implanted. The patient experienced hypotony.